Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stingray wire tip detached and remained inside patient's body. The chronic totally occluded (cto) target lesion was located in the proximal right coronary artery (rca). A 300cm stingray guidewire was selected for use. During the procedure, a non-bsc guidewire was able to track into the subintimal space followed by a crossboss catheter to set up for an antegrade dissection and reentry technique. Once the crossboss was in the landing zone it was exchanged for a stingray catheter. The stingray balloon was inflated and the stingray wire was inserted. The stingray wire was able to reenter the true lumen of the rca. When the physician torqued the stingray wire 180 degrees both directions a few times on the way back into the stingray balloon, less than 10mm of the tip of the wire fractured off and remained in the subintimal space. A separate non-bsc guidewire and threader catheter was able to track down the same pathway and reenter the vessel. A non-bsc 2.5x20 dilatation balloon catheter was used to dilate and a non-bsc 2.5x30 stent was placed in the distal rca. This stent was able to trap the stingray wire tip between the stent and vessel. The proximal rca was stented with a non-bsc 3.5x38 stent prior to completing the case. The procedure was completed with no further patient complications reported and the patient remained stable throughout the case.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of 298.9cm of a stingray guidewire. Visual and microscopic examination of the shaft was performed and revealed that the wire is separated 298.9cm from the proximal end of the wire and the tip is separated and was not returned for analysis. Also, the coils are damaged 1cm from the separated distal end and inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the stingray wire tip detached and remained inside patient's body. The chronic totally occluded (cto) target lesion was located in the proximal right coronary artery (rca). A 300cm stingray guidewire was selected for use. During the procedure, a non-bsc guidwewire was able to track into the subintimal space followed by a crossboss catheter to set up for an antegrade dissection and reentry technique. Once the crossboss was in the landing zone it was exchanged for a stingray catheter. The stingray balloon was inflated and the stingray wire was inserted. The stingray wire was able to reenter the true lumen of the rca. When the physician torqued the stingray wire 180 degrees both directions a few times on the way back into the stingray balloon, less than 10mm of the tip of the wire fractured off and remained in the subintimal space. A separate non-bsc guidewire and threader catheter was able to track down the same pathway and reenter the vessel. A non-bsc 2.5x20 dilatation balloon catheter was used to dilate and a non-bsc 2.5x30 stent was placed in the distal rca. This stent was able to trap the stingray wire tip between the stent and vessel. The proximal rca was stented with a non-bsc 3.5x38 stent prior to completing the case. The procedure was completed with no further patient complications reported and the patient remained stable throughout the case.